Event description:
It was reported that the pump unexpectedly displayed a reset screen, but it did not require being plugged into a power source to turn back on. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was informed that the reset was a safety feature and was educated on necessary actions, including restarting cgm sessions and reloading the cartridge. The customer successfully resumed insulin use with the pump.